Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
Additional information received reported an x-ray was taken and the lead had moved down, which was determined to be the root cause of the stimulation in the incorrect location. The patient was scheduled for a revision on (B)(6) 2016. At the time of the report, the patient was doing well. If additional information is received, a follow-up report will be sent.